Event description:
In 2009 the lay patient contacted lifescan (lfs) alleging that her one touch ultra mini meter displayed the error 5 message. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient said she obtained an unspecified high reading and, as a result, took insulin (type and dose not provided). The time the patient took insulin was not provided. She reported that the product issue (error 5) occurred at 11:00 pm on the day of event. The cca noted that the patient tested with another device; however, the time and result were not provided. The patient went to sleep and claimed her blood glucose went too low and she started feeling bad at 2:00 am in the next day. The patient said she treated herself with glutose oral glucose and grape juice with sugar from 2:00 to 5:00 am. The cca noted that the patient followed correct testing technique. The cca walked the patient through retesting with a new vial of test strips, but the patient was unable/unwilling to answer the product issue was resolved. The patient's products were replaced. This complaint is reported because the patient alleges that the lfs product displayed the error 5 message and afterward her blood glucose level went too low and she reportedly treated herself with oral glucose, juice and sugar.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.